Manufacturer narrative:
(B)(4).

Event description:
The physician found a pneumothorax on the left side when reviewing a cxr. At the time this was found, the patient was not having any symptoms. Later the patient reported some dyspnea and a chest tube was placed. This tube was removed the next day. All available information suggests this system remains actively implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.